Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. During administration of vaccines, on two separate occasions, the 25g 1" needle became loose from the hub and remained in the pediatric patient's skin following the injection. The needle was removed by the team member. No patient harm noted for either patient. This report involves two separate pediatric patients with 2 different lot numbers of the same gauge and length bd safetyglide needle. Lot numbers involved patient #1 (B)(6) 2026 lot 5197895 exp 6/30/2030. Patient #2 (B)(6) 2026 lot 5174468 exp 5/31/2030. Health effect code: 4582. Device problem code: 1371, 3015.

Manufacturer narrative:
(B)(4). It was reported that the needle detached from the hub. To support the investigation, one sample without blister packaging was received by the quality team. The returned sample contained no needle and was missing the plastic shield. Visual inspection showed the needle hub top had full 360 degree epoxy coverage. No additional information could be obtained from the sample. A device history record review was completed for material number 305916, lot 5174468. The review confirmed that all required visual inspections were performed, with no quality notifications related to the reported condition. The lot was inspected and accepted in accordance with the inspection control plan and approved for shipment. Additional device histories were reviewed for each lot of needles used in manufacturing this finished lot, and no documentation of this condition was identified during the entire production run of these lots. Based on the investigation and the returned sample analysis, the customer reported symptom is confirmed. However, in the absence of the physical needle, a probable root cause could not be determined.